Event description:
Boston scientific received information that during a follow up it was not possible to obtain pacing impedances, sensing or threshold measurements of this right atrial lead. It was also noted that during previous follow ups the pacing impedances had been fluctuating showing both high and low measurements, and high thresholds measurements with loss of capture were observed. A lead fracture was suspected. At this time there has been no change to the lead status and no adverse patient effects reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that this ra lead was capped and left insitu, while another lead was implanted. An x-ray showed that this ra lead had completely fractured.